Event description:
It was reported to philips that the heartstart xl defibrillator was unable to shock using pads. There was no negative patient impact.

Event description:
It was reported to philips that the heartstart xl defibrillator was unable to shock using pads. It was clarified the issue occurred during the morning self check test. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.